Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and could not duplicate issue. Performed invalidate home. Verified rotor was not slipping. Performed multiple door open / close functioned without any issues. Performed system checkout. Imaging system was operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the doors would not open when around a patient. They rebooted the system and were able to open the doors using the button on the pendant. Patient was present. There was unknown surgical delay and impact on patient outcome.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version#: 4.2.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software investigation found that there was not a software issue. Complaint data analysis found the event as per log review "after the first 3d x-ray the door opened. Then fully opened after 3 times. After the second 3d x-ray the door opened fully with some motion errors." There were no software issues seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated section a and b5. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version #4.2.1: ,medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received and stating that on (B)(6) site did spine cases using the imaging with surgeon. The case on the (B)(6) after completing the spin with the imaging system we could not get the doors to the machine open. The x-ray tech in the room eventually shut the machine down and restarted it and it finally opened and they proceeded with the case. The following day when we went to do the spin the doors would not register that they were closed even though visually they appeared to be. The machine with not allow them to take images if it didn't think that it was closed. The x-ray tech pulled the machine away from the patient, rebooted the machine and it started to work properly. While they attempted to trouble shoot the issue site called medtronic representative (rep) to help with the issue. After the case the x-ray tech placed a biomed work order on the machine. Rep came out the following monday (2/2) to test the machine and pulled the logs to see if there was any error codes. Rep said he could not find any issues and assumed it may have been operator error since he could not replicate the issue. Radiology technician was present while he examined the machine. He told to site that he would send the logs to medtronic to further investigate. Site then received the email from medtronic asking for additional info on the incident. Site showed their director the email and she asked that site forward it to you and her to follow up. Additional information received and stating that issue explanation as site powered the imaging system and brought it into the operating room (or) without issue. Once in the room, site completed the standard startup process with no errors. Site positioned the imaging system over the patient as usual and closed the imaging system doors, waiting for the green indicator light to signal readiness for exposure. The green light did not illuminate. Site held the button down longer to see if it would activate, but there was still no response. Site informed surgeon that the green light was not appearing and that we were unable to proceed with the exposure. At his request, site began troubleshooting. Site reopened and closed the imaging system doors, but the issue continued. They performed a full reboot, which did not resolve the problem. Site repositioned the unit and attempted opening and closing it again, with no success. Site then pulled the unit out completely and did one final reboot, and the system ended up functional properly, and the green light appeared. This issue resulted in a delay of approximately one hour to the case. These kinds of issues could not keep happening, and this needed to be resolved.